Manufacturer narrative:
The device was rec'd by the MFR and the complaint was confirmed. A quality investigation was conducted, which revealed that the nose tube bearings have broken down lube affecting the rotational properties of the bearing, which can result in heat generation.

Event description:
It was reported that the attachment heated up during a routine equipment eval at the user facility. There was no user injury, no pt involvement, and no adverse consequences were alleged with this event.